Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that they experienced improper biometry readings. Additional information has been requested.

Manufacturer narrative:
The system was examined. The reported event was confirmed and attributed to an electrical interference. The company representative switched off the connection switch to resolve the reported non-conformity. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the electrical interference from the facility new electrical connection. (B)(4).